Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell 10-12 feet from a fence/tree on (B)(6) 2013 and the x-ray revealed an oblique fracture of the mid shaft with valgus angulation as well as one full shaft with postermedial displacement. The patient had a right femur fracture in 1987 treated with an intrameduallary rod which was removed one year later. The patient underwent a closed reduction, right femur intramedullary locked cephalo-femoral nailing on (B)(6) 2013. Per operative report, the rod was passed across the fracture site. Reaming was performed up to 13. The correct length rod was chosen. A crutch was used on the distal fragment and manual manipulation was utilized. X-rays revealed excellent position. The patient had a 300 ml blood loss during surgery and was transfused with 2 units of packed cells. The patient's hemoglobin (8.4) and hematocrit (25.9) were low prior to surgery. The patient tolerated the procedure well and left the operating room in excellent condition. The patient was discharged to rehab (B)(6) 2013, with minimum assist, right lower extremity weight bear as tolerated, ambulating 50-150 feet with rolling walker. The patient continued to experienced persistent and worsening pain in the mid-shaft of his thigh, as well, as his lateral hip for the approximately the next six months. On (B)(6) 2014, the patient was medically evaluated and it was noted the patient had a nonunion of his femur and there was no evidence of healing across the fracture. It was reported the size of the implant was too small and may have precluded relative stabilization of the fracture contributing to a nonunion. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was obtained from medical records received on oct 5, 2015. On (B)(6) 2013, the physician note stated the patient was on two crutches bearing excellent weight, x-ray revealed further consolidation. On (B)(6) 2014, the physician note reported the plan is to remove hardware, aggressive reaming and re-insert a larger antegrade imn with compression. On (B)(6) 2014, the patient underwent repair of the nonunion and removal of the prior right femur cephalomedullary intra-medullary rod and new hardware was inserted. Surgery was completed and the patient was in stable condition. On (B)(6) 2014 an emergency room note stated, bleeding from right hip wound, on and off since (B)(6) 2014. The patient is on coumadin and last international normalized ratio (inr) 2.6. He was seen at urgent care (B)(6) 2014 and put on antibiotics to prevent infection. Per note the patient may need a different anti-coagulant. Right staples approximately 4-5 cm long were very well healed and dry. The center staple appears to be somewhat loose with a slow loss of blood from the area. No erythema, redness or abscess pocket visible. On (B)(6) 2014, the protime was 25.2 and inr 2.4.